Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test and unexpected restart error test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test. Customer¿s blood glucose was 112mg/dl at time of incident. Customer performed troubleshoot for failed battery test but insulin pump again alarmed for failed battery test. Customer advised to revert to back up plan. Insulin pump will be return for analysis.